Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Visual evaluation of the returned product found pouches with peeling in the seal area. The seals were measured and found to be non-conforming. The device history records for [00504901100, 85682882] were reviewed for deviations and/or anomalies with the following related anomalies/deviations identified: ncr00083167. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported event can be attributed to a manufacturing issue. Actions have been initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during receiving inspection of cement bowls, there were issues with the sealing area of the packaging. The defects were identified during incoming inspection. There was no patient involvement. Attempts have been made and no further information has been provided.